Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? What was the quality of the tissue? Was the device fired over thick tissue? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) how was the purse string placed, by hand or with an assist device? If an assist device, what product? Was the spike of the trocar inserted lateral or through the staple line? How thick was the tissue, was it evenly and tension-free distributed in the instrument? Was the anvil put on the trocar exactly horizontally? Putting the anvil on the trocar were any graspers used? Was the device completely fired plastic to plastic? What confirmation did the surgeon receive that the anvil was firmly attached to the trocar of the device? When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Did the red safety remain engaged until firing? Was the target tissue fully cut circumferentially? What was the appearance of the breakaway washer? Was there any difficulty removing the device from the tissue? If yes, how many revolutions of the adjusting knob were used to open the device? Did the surgeon really see any staples at all or were there only a few ? If yes, were they unformed , malformed, please describe the shape. Malformed staples is it possible to get a description of the shape? What were the patient¿s pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? What is the age and sex of the patient? What is the current status of the patient? Is there any other additional information you would like to share about this device, procedure, patient or physician?

Event description:
It was reported that during an unknown procedure, the stapler cut the tissue but didn¿t staple. The surgeon did not find any staples in the body or on the specimen. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The batch record was reviewed and no anomalies were noted during the manufacturing process.